Manufacturer narrative:
Information is unavailable; device was not returned for eval. Header corrected data: ethicon endo-surgery, inc = ethicon endo-surgery, llc.

Event description:
It was reported that during a lap sigmoid procedure, the top of the device ripped. They got a new one to complete the procedure. There was no pt consequence. No return device.